Manufacturer narrative:
H6 investigation findings: separation problem. A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation was performed. Due to the nature of the complaint, no functional or dimensional testing was performed. The returned device was visually examined, and the following was observed: curvature of sheath shaft. Liner fully expanded as designed. Strain relief folded at approximately 0.25' from distal strain relief transition. Stress mark on sheath shaft approximately 3' from distal tip. Radial and axial tip tear along distal liner edge. Hdpe stretching along axial and radial tears; minor scratches along distal sheath shaft and soft tip; soft tip damage/stretching. An additional deep scratch noted on distal sheath shaft. A piece of torn tip separated and missing. Due to missing tip piece, only slanted score line present. Distal tip split on opposite side of liner, through soft tip and hdpe. Tecoflex material is partially lifted from liner edge, likely due to tip tear failure. A 3mensio was provided and the following was noted: patient's right access vessel had presence of calcification, tortuosity, and undersized vessel diameters (figure 8). The required minimum luminal diameter for use of 14f esheath+ is '5.5mm. The esheath+ and commander s3ur IFU's were reviewed. Warnings include, 'the edwards esheath+ introducer set must be used with a compatible 0.035" (0.89 mm) guidewire to prevent vessel injury'. Precautions include, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for sheath distal tip torn and system components separate during use were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient factors such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In addition to 3mensio imagery showing an indication of calcification, scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. Curvature observed along the distal sheath shaft suggests that the device was maneuvered through tortuous anatomy. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The complaint for sheath distal tip split was confirmed through evaluation of the returned device. However, no manufacturing non-conformances were identified during evaluation of the complaint device. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, part of the distal tip of the esheath was noted to be missing. The sheath was kinked or damaged during sheath insertion, which was reportedly difficult due to notable resistance. The primary operator reported resistance during the initial sheath insertion, although the valve and delivery system advanced with minimal resistance. The perceived root cause of the event was peripheral vascular disease (pvd) in the access vessel.' Additionally, patient factors were confirmed via 3mensio imagery. As a distal tip split was discovered during device evaluation, it is unknown when the damage occurred. Thus, it is possible that the sheath's distal tip split occurred during introduction, as the operator may have manipulated the device to insert the sheath or to overcome insertion difficulties when navigating challenging anatomical factors. During the procedure, the sheath distal tip may become split from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors during delivery system advancement. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage such as a sheath distal tip split. As such, available information suggests that patient factors (peripheral vascular disease, calcification, tortuosity, undersized vessels) and/or procedural factors (device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been previously opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
Correction to h6; component code, device code, and type of investigation. Update to d9 and h3. A visual examination revealed curvature on the sheath shaft, likely due to packaging. The liner was expanded as designed, while the strain relief was folded approximately 0.25 inches from the distal strain relief transition. A stress mark was observed on the sheath shaft about 3 inches from the distal tip. The distal tip exhibited radial and axial tearing, with a portion of the tip missing, and a slant scoreline was present. Additional findings included a deep scratch and minor scratches on the distal shaft, hdpe stretching along the tip tear, and soft tip stretching. Due to the missing portion of the sheath tip, radial and axial scorelines could not be confirmed. The distal tip was split on the opposite side of the liner, extending through the soft tip and hdpe.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, part of the distal tip of the esheath was noted to be missing. The sheath was kinked or damaged during sheath insertion, which was reportedly difficult due to notable resistance. The primary operator reported resistance during the initial sheath insertion, although the valve and delivery system advanced with minimal resistance. The perceived root cause of the event was peripheral vascular disease (pvd) in the access vessel. The patient remained in stable condition following the procedure, and the valve was successfully implanted without central leak.

Manufacturer narrative:
The investigation for this report is ongoing.